Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the pre-discharge system check, noise was observed on the right atrial (ra) channel. The pocket was re-opened and the ra lead was found to not be inserted fully into the implantable pulse generator (ipg) header. The lead re-inserted and no reproducible noise was found thereafter. The pocket was then closed. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.